Manufacturer narrative:
Compromised force sensor system alarm during prime test at 4 pounds due to faulty force sensor system. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 234 mg/dl. The customer stated that the alarm occurred during rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer was unsure if the drive support cap is protruded, loose, sticking out or flushed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.